Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer discovered the black wire on the wrist of the maryland bipolar forceps instrument was torn. The procedure was completed with the same maryland bipolar forceps instrument with no reported injury. On 28-feb-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The issue was identified during coagulation. The instrument cautery function was working fine during the procedure. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. No evidence of thermal damage was identified on the instrument. The instrument conductor wire insulation was not damaged with the internal wires exposed. There were no photographic images of the device or a video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire insulation. The conductor wire insulation did not exhibit thermal damage. No pieces were found missing. The internal conductor wire was exposed, but no wires were found to be damaged. An electrical continuity test was performed and passed. The root cause of the damaged conductor wire insulation is attributed to mishandling/misuse, commonly caused by collision with another instrument. A review of the logs showed the maryland bipolar forceps instrument (part# 470172-16 / lot# n10210208-0038) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The maryland bipolar forceps instrument has 10 allotted uses and had 3 uses remaining. In addition, a review of the site's complaint history does not show any additional complaints related to the maryland bipolar forceps instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: a maryland bipolar forceps instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.